Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Currently practical neurosurgery (2022) published an article titled: "the safeties of collagen matrix duraplasty for brain tumor surgery with pre and/or post radiotherapies." Duragen was used for supratentorial dura closure on unknown date. Since cerebrospinal fluid (csf) leakage was observed, lumbar drainage treatment was performed, and the symptoms improved. Patient information - age range of 42-90 years old. Article states the following: "a total of 114 patients were included in the study, and csf leakage was observed in 5 patients (4.4%)." Conclusion - results showed no significant increase in csf leakage in surgeries using the product even if radiotherapy was performed before and/or after surgery. This study suggested that durgen can be used safely in these types of brain tumor surgeries.

Manufacturer narrative:
The duragen (unknown product ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. The complaint corresponds to a literature article published in 2022 and the events reported occurred during july 2019 and august 2020. Therefore, based on the limited information provided, a definite root cause determination is not possible at this moment. Additionally, a scientific affairs assessment is not possible at this moment due to the limited information provided in the complaint. Note that the product IFU (instructions for use) addresses possible complications during these types of procedures in the adverse event section: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infections, delay hemorrhage and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rate for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluation revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions, there were no reports of graft rejection at histology.¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.